Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a short was observed on contacts 0-1. The patient was programmed with 0+, 1-, and 2+. The implantable neurostimulator (ins) reached end of service (eos) and was replaced. Reprogramming of 1- and 2+ was planned. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from manufacturer representative (rep). Rep reported the eos was due to normal battery depletion. Rep reported the cause of the short was unknown. Normal battery replacement did not resolve the short so the rep reprogrammed around the short and that resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.